Event description:
It was reported to co that the resident prepped the balloon with 10 cc's fluid. He then removed the fluid which took a considerable amount of time. When the balloon was positioned during the surgery, the balloon ruptured. No negative pt outcome.